Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 1/29/2010, that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt had a quinton swan neck catheter placed on (B)(6)2007 and on (B)(6)2009, it was noticed the pt had a leak in his tubing, at the end of the adapter site. Pt used gentamycin ointment at the insertion site and was given no further antibiotics. Tubing defect was removed and new adapter placed.